Event description:
It was reported, that the patient presented remotely to the clinic via merlin.net transmission. Upon interrogation of the pacemaker, it was noted, that the right ventricular (rv) lead exhibited oversensing of noise. The rv lead was capped and replaced on (B)(6) 2023, during a scheduled lead revision procedure. The patient was in stable condition throughout.